Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that the large volume pump module was intended to infuse 50ml of clevidipine at 6ml/hr but it was noted to have infused incorrectly, and ,"the entire bag was infused." There was patient involvement but no harm.

Event description:
It was reported that the large volume pump module was intended to infuse 50ml of clevidipine at 6ml/hr but it was noted to have infused incorrectly, and ,"the entire bag was infused." There was patient involvement but no harm.

Manufacturer narrative:
Omit : b17 - device not returned and c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.